Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medication. On an unspecified date, one or two days ago the consumer inserted an o.b non-applicator tampons, one tampon vaginally for menstruation (frequency, lot number and expiration date unspecified). On (B)(6) 2012, one or two hours ago from the time of reporting, she noticed that the tampon was stuck in her vagina. The action taken with the device was unknown and the event did not resolve. This report had non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: no product was returned and no valid lot number was provided. Due to the unavailability of the sample, the analyst could not evaluate the particular alleged defect and could not confirm if the device met the specifications. Product and process improvement were implemented to reduce the risk of tampon stuck in body. As per the available information on the event, it was not possible to determine if a manufacturing issue or design problem was the root cause. The analyst performed a review of the complaint data associated with these complaint categories and found no adverse trends. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medication. On an unspecified date, (B)(6) days ago the consumer inserted an o.b non-applicator tampons, one tampon vaginally for menstruation (frequency, lot number and expiration date unspecified). On (B)(6) 2012, one or two hours ago from the time of reporting, she noticed that the tampon was stuck in her vagina. The action taken with the device was unknown and the event did not resolve. This report had non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.